Event description:
The customer reported that during an unspecified therapeutic procedure, the smoke evacuation function was activated, and the pneumoperitoneum pressure decreased, even though the smoke exhaust function was not operated by the foot switch. After the air was sent again and the pressure was released, the procedure was continued and successfully completed using the subject device. There was no patient or user injury reported due to the event. The phenomenon reportedly occurred several times. Additional details were requested regarding the reported events; however, no further information has been provided. A second issue with the subject device was reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (smoke evacuation function was activated without being operated and pressure decreased) was not confirmed or duplicated. It was observed the smoke evacuation function was activated only when the foot switch was pressed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. The customer requested that further testing be performed. As a result, the subject uhi-4 was tested in combination with the maj-1439 that was also returned by the customer. During functional testing, the customer's reported issue was not confirmed or duplicated. Based on the test results, the legal manufacturer concluded there was no abnormality with the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root causes of the smoke exhaust activation and pneumoperitoneum pressure decrease could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.